Event description:
A medtronic representative reported that during an ent surgery that was already underway, they were not able to get the emitter to track any instruments prior to registration. The axiem box and emitter showed with green connection lines on the setup equipment screen of the software application, but showed connection errors in the tracking details. When checking em interface, the emitter showed 1 drive flt in the 8th column. The surgeon opted to abandon and reschedule the navigated portion of the surgery.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The suspect axiem emitter was returned for evaluation and found to have directly caused the reported event. There was an open on one of the emitter coils. Replacing the emitter on the system resolved the issue.